Manufacturer narrative:
Concomitant medical product: d334trg crt-d implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead exhibited high and undefined impedance. The lead is to be monitored by the physician and remains in use. No patient complications have been reported as a result of this event.